Event description:
It was reported that the cassette was not attached. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as all performed functional tests passed however, the problem was found in the device ehl to have occurred. Root cause of the reported issue is unknown as the customer concern could not be duplicated. Replaced the downstream occlusion sensor as a preventive measure. A nonconformance report (ncr) was created for the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: catalog number: 21-2127-0104-01, d4: correction: model number: 2120.